Event description:
When turning the arthrocare wand on for the procedure, it kept bringing up all kinds of error messages.======================manufacturer response for ambient super multivac 50 wand, arthrocare wand (per site reporter).======================unknown.what was the original intended procedure?not sure exactly.device #1is this a laboratory device or laboratory test?no.